Event description:
Infection was reported. It was further reported that the atrial lead was noted to be dislodged. The lead was removed. Cultures related to the device explant procedure grew (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, had a white substance and a cosmetic depression. It was also noted that there was apparent explant damage.